Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to unspecified reasons. A new 4.0cm cuff was implanted. Additional information received states the patient was incontinent again and there was atrophy of the urethra. There were not any device issues or malfunctions. The patient was continent again following surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.